Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was functional whilst implanted. According to the information received from the field the recipient underwent a revision surgery due to a dislocation of the fmt on the round window. The round window was covered with bone, which likely contributed to the displacement. The user has been re-implanted with a bone conduction implant. This is a final report.

Event description:
The user's hearing performance with the device was affected. There was reportedly no good coupling with the round window coupler. The user has been re-implanted with a bone conduction implant (bci 602).

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a bone conduction implant (bci 602).